Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the pain stimulator was working fine. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/spinal pain. It was reported that the patient's pain stimulator was not working. No symptoms reported. No further complications were reported/anticipated.